Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the patient had an allergic reaction during the procedure. The physician inserted the introducer sheath into the patient. After some time, the patient had a severe allergic reaction immediately after the introducer was inserted. Attempts to obtain additional information including the exact product catalog and lot number involved in the case have been made.